Manufacturer narrative:
The device was returned for analysis. The reported activation failure was confirmed. The reported mechanical jam could not be tested due to the condition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and subsequent treatment appear to be related to procedural circumstances. In this case, it is likely the moderately calcified and moderately tortuous lesion resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and subsequent activation failure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the femoral artery with moderate calcification and moderate tortuosity. The 5x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, during deployment, the thumbwheel stop rotating and the stent was only able to be partially deployed. Therefore, the handles of the sess were open in an attempt to completely deploy the stent. The stent was still not able to be completely deployed. The sess and stent were able to be removed in the long sheath that was being used in the procedure. A 6x100mm absolute pro stent was used to continue the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.